Event description:
It was reported that a ventilator generated a graphical user interface (gui) key stuck error during patient use. There was no report of patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that they ran extended self test (est) and then ran the ventilator on a test lung. The customer reported they could not duplicate the malfunction.